Event description:
Customer received a button error alarm and experienced keypad anomaly. Customer reports that none of the buttons on keypad were responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm noted. All of the buttons functioned properly, however moisture damage was noted on keypad traces. The device had cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, minor scratches on the lcd window, cracked on the display window corner, reservoir tube cracked, cracked reservoir tube window, and stained endcap sticker.